Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent solo vascular stent. During the procedure the catheter did not cross the lesion easily. After finally crossing, imaging of stent didn¿t look right. After taking stent out to examine they noticed the sheath of stent frayed away from stent. There is no patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample has been returned for evaluation. The returned sample is in locked condition, with unused deployment mechanism but the stent is partially deployed by 2mm. An outer damage potentially related to the reported issue could not be found. Inside the stent sheath, the pusher is 4mm proximal to the stent which indicates that the pusher moved back (relative movement between inner catheter pusher and stent sheath) after prematurely deploying the stent which indicates friction related elastic deformation. The investigation leads to confirmed result for difficult insertion and premature deployment. In this case crossing was not easy which may have caused the reported issue. Based on the investigation of the provided information, the investigation is closed as confirmed for premature deployment and difficult insertion. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: ¿if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' And 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' Regarding access/ accessories the instruction for use state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035¿guidewire of appropriate length. The instruction for use further state: 'predilation of the lesion should be performed using standard techniques. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent solo vascular stent. During the procedure the catheter did not cross the lesion easily. After finally crossing, imaging of stent didn¿t look right. After taking stent out to examine they noticed the sheath of stent frayed away from stent. There is no reported patient injury.